Event description:
The device was returned by the customer for damage to the probe during an unknown procedure. There is no reported harm or adverse impact to the patient. The procedure was completed with another similar device. Upon evaluation of the returned device, it was noted that the teflon pad of the device was worn and was partly peeled with metal exposed. This medwatch is being submitted for the reportable issue of the peeled teflon pad observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The device history record review confirmed that the device lot had no anomaly in inspection. Upon inspection and testing, it was noted that the teflon pad of the device was worn and was partly peeled with metal exposed. There is a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. There was a mark in the probe which came in contact to the non-insulated area of grasping section and was abraded against it. Additionally, the coating of the grasping section was partially peeled off. The exact cause of the event could not be exclusively identified. However based on device evaluation the past investigation results, it is likely the scratch of the probe and peeling of the tissue pad occurred by the following scenario: the wearing and partially peeling of the tissue pad could have happened because seal & cut output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. The seal & cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the contact marks on the non-insulated area of the grasping section and the probe. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. The instructions for use includes the following statements: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ if the grasping section, metal-exposed area around it or the probe tip gets tissue stuck during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.